Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they had a hydro distention of their bladder on january 7th (which they have often) and they had not noticed it making a difference. Patient said their symptoms came back to the fullest extent and they were having to urinate and not having anything in their bladder. Patient called the doctor's office and told them something had been wrong since surgery. Patient saw the hcp and the hcp was not able to connect with the ins using the hcp's communicator. A request was sent to repair.